Event description:
It was reported that when the tubing was clamped, the clamp did not work and the fluid leaked.

Manufacturer narrative:
After review it was determined that this was a duplicate file. Please reference manufacturer report for MDR reporting.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that when the tubing was clamped, the clamp did not work and the fluid leaked.